Event description:
As I was flushing my son's central line with pre-filled saline syringes, I noticed one of the syringes did not contain any saline. It was perfectly dry. I was lucky that I noticed it before I used it. I did leave a message for the quality control department and also my homecare company. I have not heard back at this time. Dose or amount: 5ml. Frequency: daily. Route: IV. Dates of use: 2008. Diagnosis or reason for use: removal of small intestine. Event abated: yes.